Event description:
It was reported that a patient underwent a laparoscopic ventral hernia repair procedure approximately (B)(6) ago and mesh was used. The patient developed a recurrent hernia and second procedure on unknown date was performed which revealed that there was minimal tissue ingrowth and minimal adhesions. The mesh was removed and another device was used to complete the procedure.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.